Event description:
When operator tried to deploy device it failed to deploy. A total of five closure devices were attempted with failure to deploy. The report is being sent on four packages that were retained.